Manufacturer narrative:
(B)(4). Date sent: 9/3/2024. D4: batch # 860c50. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one vasecr35 reload present. The reload was received partial fire 1/10. Upon evaluation of the reload, were noted some hairline cracks and reload deck displacement that does not affect staples formation and the device functionality. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Based on the information currently available, the condition identified during the investigation of the reload received and has been correlated to the design. This condition will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 860c50, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic pneumonectomy, the device could not be fired at 1st firing. A new battery was loaded but did not work. It was used on blood vessel. The cartridge color was white. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.